Event description:
The remote alarm was returned to the MFR for preventative maintenance. During testing the device shut down and did not alarm. The device was not in pt use. The investigation is still ongoing and a f/u report will be submitted when the investigation is complete.